Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: left side "capsular contracture baker grade IV, painful and deformity".

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV, painful and deformity". Device has been explanted.